Event description:
It was reported that prior to use, the bur wobbles. There was no patient involvement associated with the event.

Manufacturer narrative:
H3: product analysis of the device found that the device was too dirty, noisy and the motor got worn. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.